Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: nail locking/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a removal surgery. During the procedure, the infected retrograde nail was removed and rfna was inserted. All items removed were intact. Patient outcome is unknown. This complaint involves five (5) devices. This report is for (1) unk - screws: nail locking. This is report 2 of 5 for complaint (B)(4).